Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover, and below the bumper pad. Corrosion was found inside the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection and successfully completed a 24 hour duration test. No power on reset events were duplicated. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.